Event description:
Can't get the needle out or can't get the thing that covers the needle out/small plastic piece near by the tip of needle [needle issue], no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of needle issue and no adverse event in an 18-year-old female patient (race were not reported) from the united states. The patient's age at the time of experience was 18-years. On (B)(6) 2025, amneal pharmaceuticals received information from patient¿s father via a voicemail concerning above-mentioned events experienced while on amneal's twinject (epinephrine auto-injector). Additional significant information (#1) was received on 09-jan-2025 from patient¿s father via a telephonic call. New information included reporter¿s mailing address, reporter type, patient details (age, gender, height, weight, address, allergy), concurrent conditions, product information (strength, ndc, batch no, exp date, serial number, indication) added, event verbatim updated and narrative has been updated. The patient was being treated with epinephrine injection 0.3 mg via intramuscular (dose, frequency, therapy dates were not reported) (ndc: 0115-1694-49, batch no: g230205x, exp date: aug-2024 and serial number: (B)(6) for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. History of allergies included dairy and egg. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of smoking, alcohol consumption, recreational drug and laboratory tests use were not reported. On an unknown date, reporter received a sealed medication box from pharmacy and on an unknown date in (B)(6)2024 during use for anaphylactic reaction the reporter couldn't get the needle out, or couldn't get the thing that covers the needle out, a small plastic piece near by the tip of needle, and as a result reporter was unable to inject the medication to the patient. But reporter confirmed that patient used second epinephrine from the medication box and consumer was feeling well and also confirmed that the patient did not experience side effects as the reporter used second epinephrine. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of needle issue and no adverse event were unknown. The reporter causality for the events of needle issue and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 22-jan-2025. New information received includes qa investigation report, attached with this case. On 08 jan 2025, amneal product complaints received a product complaint notification for epinephrine auto- injector 0.3 mg, lot g230205x exp aug 2024 (expired product), needle was not coming out. The investigation complaint sub-type based on the complaint information was determined to be for sheath not removed by the sheath remover. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips on the subject lot. Note: at the time of this reported complaint 08 jan 2024, the epinephrine auto-injector 0.3 mg lot g230205x (exp aug 2024) had been expired for approximately 5-months. Lot g230205x had a 23-month expiry and was approximately 28-months old when the complaint was reported on 08 jan 2024. Per the epinephrine questionnaire the date the problem occurred was aug 2024. Per the complaint details it was stated ¿according to him on an unknown date he received a sealed medication box from cvs pharmacy and on unknown date during use for anaphylactic reaction he noticed a small plastic piece near by the tip of needle, and as a result he was unable to inject the medication to the consumer. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been no (0) other complaints reported for lot g230205x for the past 24 months. There have been fourteen (14) other, similar complaints reported in the complaint category sheath not removed by sheath remover in the past 24 months. None of the 14 similar complaints were attributed to the manufacturing process. Retains were not reviewed as the product was expired when the complaint was reported. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation; hence the reported complaint could not be confirmed. A root cause could not be determined for the reported complaint as details for the reported complaint were insufficient, the complaint sample was not returned for evaluation, and the lot was expired at the time of the complaint was reported. It is unknown when exactly the user attempted to use the device. However, at the time the complaint was reported on 08 jan 2025, the epinephrine auto-injector 0.3 mg, lot g230205x exp aug 2024, had been expired 5-months. As such a probable root cause for the reported complaint could be related to user error for using expired product and not following instruction per the pi/pil. Per the pi/pil, it is stated your epinephrine injection has an expiration date. Replace it before the expiration date. The investigation associated with epinephrine injection usp auto-injector 0.3 mg; lot g230205x exp aug 2024 (expired product) for the complaint category - sheath not removed by the sheath remover, for the reported complaint needle was not coming out confirmed that the auto-injectors were manufactured in accordance with approved batch records. At the time of the reported complaint the lot g230205x with an expiration date of 31 aug 2024 had been expired approximately 5-months. It is unknown when exactly the user attempted to use the device as the use date could not be confirmed. As the drug is expired and not warranted for use, no retain evaluation was required. A root cause could not be determined for the reported complaint as details for the complaint were insufficient, the complaint sample was not returned for evaluation, and the lot was expired at the time of the complaint was reported. A probable root cause for the reported complaint could be related to user error for using expired product and not following instruction per the pi/pil. Per the pi/pil, it is stated your epinephrine injection has an expiration date. Replace it before the expiration date. The complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of needle issue and no adverse event were unknown. The reporter causality for the events of needle issue and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited.

Event description:
Can't get the needle out or can't get the thing that covers the needle out/small plastic piece near by the tip of needle [needle issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of needle issue and no adverse event in an 18-year-old female patient (race were not reported) from the united states. The patient's age at the time of experience was 18-years. On (B)(6) 2025, amneal pharmaceuticals received information from patient¿s father via a voicemail concerning above-mentioned events experienced while on amneal's twin ject (epinephrine auto-injector). Additional significant information (#1) was received on 09-jan-2025 from patient¿s father via a telephonic call. New information included reporter¿s mailing address, reporter type, patient details (age, gender, height, weight, address, allergy), concurrent conditions, product information (strength, ndc, batch no, exp date, serial number, indication) added, event verbatim updated and narrative has been updated. The patient was being treated with epinephrine injection 0.3 mg via intramuscular (dose, frequency, therapy dates were not reported) (ndc: 0115-1694-49, batch no: g230205x, exp date: aug-2024 and serial number: (B)(6) for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. History of allergies included dairy and egg. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of smoking, alcohol consumption, recreational drug and laboratory tests use were not reported. On an unknown date, reporter received a sealed medication box from pharmacy and on an unknown date in (B)(6) 2024 during use for anaphylactic reaction the reporter couldn't get the needle out, or couldn't get the thing that covers the needle out, a small plastic piece near by the tip of needle, and as a result reporter was unable to inject the medication to the patient. But reporter confirmed that patient used second epinephrine from the medication box and consumer was feeling well and also confirmed that the patient did not experience side effects as the reporter used second epinephrine. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of needle issue and no adverse event were unknown. The reporter causality for the events of needle issue and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited.